Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain- pelvic/pelvic area') in an adult female patient who had essure (ess205) (batch no. 12253920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, dysfunctional uterine bleeding, polymenorrhoea, cervicitis, endocervicitis, endometrial disorder and hypertrophy. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general, abnormal bleeding"), abdominal pain ("pain- abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anxiety ("mental anguish") and depression ("psych injury/depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue, migraine, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (summons) and (B)(6) 2004 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: result: essure device was successfully occluded. Bilateral occlusion. Pathology test - on (B)(6) 2018: uterus with slight hypertrophy of myometrium proliferative endometrium slight chronic cervicitis and endocervicitis with cystic distention of mucous glands and focal squamous metaplasia. Bilater. Al fallopian tubes with essure device at the proximal end. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: plaintiff fact sheet received. Updated outcome of event pelvic pain as recovering and onset date of events dysmenorrhoea and migraine. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain- pelvic/pelvic area') in an adult female patient who had essure (ess205) (batch no. 12253920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, dysfunctional uterine bleeding, polymenorrhoea, cervicitis, endocervicitis, endometrial disorder and hypertrophy. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) of 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general, abnormal bleeding"), abdominal pain ("pain- abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anxiety ("mental anguish"), depression ("psych injury/depression") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue, migraine, anxiety, depression, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (summons) and (B)(6) 2004 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: result: essure device was successfully occluded. Bilateral occlusion. Pathology test - on (B)(6) 2018: uterus with slight hypertrophy of myometrium proliferative endometrium. Slight chronic cervicitis and endocervicitis with cystic distention of mucous glands and focal squamous metaplasia. Bilater.al fallopian tubes with essure device at the proximal end. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication. Updated outcome of events pelvic pain, genital haemorrhage and abdominal pain as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain- pelvic/pelvic area') and genital haemorrhage ('general, abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12253920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid and dysfunctional uterine bleeding. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain- abdominal"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines / headaches"), anxiety ("mental anguish") and depression ("psych injury/depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue, migraine, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (summons) and (B)(6) 2004 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: result: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain- pelvic/pelvic area') and genital haemorrhage ('general, abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12253920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid and dysfunctional uterine bleeding. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain- abdominal"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines / headaches"), anxiety ("mental anguish") and depression ("psych injury/depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue, migraine, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (summons) and 01-apr-2004 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2004: result: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs and mr received. Reporters information updated. Lot no. Were added. New event:abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, pain, and mental anguish, vaginal discharge,weight gain were added. Event: psych injury were update to depression . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.